Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2022-00217 under a different suspect device. The field service representative (fsr) resolved the issue by replacing a clogged valve, manifold kit (rohs) on the architect i2000sr (isr60084). The valve, manifold kit (rohs) was determined to be the likely cause of the issue. The instrument service history review revealed ticket 156156ra1751269 associated with an elevated troponin-I result. The troponin-I reagent was determined to be the likely cause. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i2000sr did not identify any similar issues or trends related to the the complaint issue. The device history record was reviewed and did not identify any trends or non-conformances related to the valve, manifold kit (rohs). Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result for a 66-year-old male experiencing tightness in the chest. The initial troponin-I result generated on (B)(6) 2022, gave a result of 1.0049 ng/ml. The customer¿s reference range is less than 0.028 ng/ml. Due to the results, the patient was hospitalized. The morning of 30sep2022, the patient was drawn for a repeat troponin test and generated a result of 0.0011 mg/ml (within reference range). The clinician questions the positive result from the (B)(6) 2022. The sample from the (B)(6) 2022 was retested 3 times and the results were 0.0023, 0.0031, and 0.0025 ng/ml (within reference range). It is not known or confirmed if the patient received some infusions or other specific treatment. There was no adverse impact to patient management reported.